Event description:
It was reported that stent moved on balloon occurred. The ostial target lesion was located in the right coronary artery. A non-bsc guide wire was advanced to the lesion. A 2.5 x 12mm promus element stent was advanced but did not cross the mid right lesion. The 2.5 x 12 promus element stent was deployed at the ostium. A 2.5 x 28mm promus element stent was selected to treat the target lesion; however the device was unable to cross the lesion. The device was pulled back and another non-bsc guide wire was advanced. The 2.5 x 28 promus element stent was advanced again but did not cross the lesion. Resistance was encountered upon pulling back the stent delivery system. It was noted that the back part of the stent moved on the balloon and everything came out including all the wires. They rewired the lesion. Dilation was performed using a 2.5 x 12mm emerge balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).